Event description:
It was reported that a pump user experienced recurrent nighttime hypoglycemia after initially stable use, with one episode involving a decrease from 70 mg/dl to 43 mg/dl despite treatment with juice, candy, and glucose tablets, and a subsequent reading of 51 mg/dl; capillary fingerstick measurements matched sensor values. The user had exercised earlier in the day and recently switched from filling their own cartridges to using prefilled fiasp cartridges. Symptoms included low blood glucose. Outcomes included self-treatment with oral carbohydrates and ongoing monitoring without hospitalization. Investigation included complaint intake, user troubleshooting and education, and referral to clinical support. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction reported and a potential contribution from therapy changes and activity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.